Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface (ui) pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to integrated circuit (ic) chip, designator u2, having corrupt memory.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would intermittently not complete the boot-up process. As a result, defibrillation therapy may not be available if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would intermittently not complete the boot-up process. As a result, defibrillation therapy may not be available if it were necessary.